Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2015 as follow is: the pump was found to have a crack below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack below the grip pad to the case seal. This report is made based on results of investigation completed on 01/08/2015.